Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead remains in use. It was also reported that the device had premature battery depletion. The device was reprogrammed and subsequently explanted. It was additionally reported that the left ventricular (lv) lead had high thresholds. The lv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.